Event description:
Customer reported an rh mistype when testing a donor sample with anti-d (monoclonal blend).

Manufacturer narrative:
Most likely explanation is that the donor is a crawford phenotype. Per gammaclone anti-d package insert: "certain rare red blood cells that appear to be d-negative with other anti-d reagents will react unexpectedly with this reagent. Red blood cells of the crawford phenotype are agglutinated at the immediate-spin test phase and are usually nonreactive at the weak d phase." Sample was not returned for serological testing.